Manufacturer narrative:
Exemption number: e2019001. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 4.0x15 mm nc trek referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the patient underwent a coronary angioplasty procedure in the right coronary artery (rca). The 4.0x15 mm nc trek was inflated once to 18 atmospheres to predilate the calcified right coronary artery. Negative was held for 15 to 20 seconds several times to deflate the nc trek, but the 4.0x15 nc trek did not completely deflate and it was difficult to remove from the guide catheter. An 035 guide wire was inserted to keep position in the rca and the nc trek and the guide catheter were removed together as a unit. Outside the anatomy the nc trek was cut to remove it from the 6 french guide catheter. The 4.5x12 mm nc trek was inflated for post-dilatation twice at 18 atmospheres. Negative pressure was held for 15 to 20 seconds several times, but the 4.5x12 nc trek also did not completely deflate. The 4.5x12 was removed with the guide catheter as a unit and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. Reportedly the contrast mix used (10 ml contrast to 15 ml saline) was incorrect. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported difficulty removing the device from the guiding catheter was confirmed. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, since the contrast ratio used was less than the required percentage it is unknown if the IFU violation caused or contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Concomitant medical products: updated from not returning to returned.